Event description:
New information received noted the lead exhibited no malfunction when attached to the replacement device, it functioned normally.

Manufacturer narrative:
Correction: manufacturing report 2017865-2023-16268, should not have been reported as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Upon review it was noted the right atrial lead exhibited no malfunction when attached to the replacement device, it functioned normally.

Event description:
Related manufacture reference number: 2017865-2023-16267. It was reported that the patient presented prior to generator exchange. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited noise and the atrial lead exhibited high pacing impedance. The implantable cardioverter defibrillator and atrial lead were explanted and replaced on (B)(6) 2023. There were no patient consequences.